Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep's initial reason for calling was they were getting disconnected from the ins when they were trying to run impedances with the handset. While on the phone with the call center and prior to performing any troubleshooting, the caller was able to proceed with the test. The rep then found that c1, c2, and c3 were showing 50 ohms. The caller noted bipolar pairs were normal and that they would proceed with completing the procedure. Additional information was received on 2019-04-22. The rep didn't know the cause of the impedance issue. They added that it was not clear why it was not communicating which is why they called. The rep was using the clinician app at the time of the call. After the call and while in the patient app, it did work after we got it connected after a few tries. No patient symptoms were reported and no further complications have been reported as a result of this event.